Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had a fall with back/leg pain. Physical examination verified that on (B)(6) 2018. Device interrogation on (B)(6) 2018 found battery was dead and was recharge per manufacturer study. X-ray imaging was performed and the results showed no lead displacement and was negative for lead fracture. Leads were intact, but back and leg pain were still at 9. High impedance was found during device interrogation on (B)(6) 2018. The spinal cord stimulator system was replaced on (B)(6) 2018 and was resolved without sequelae. The device disposition was unknown. The device diagnosis was reported to be high impedance and clinical diagnosis was reported to be lack of paresthesia. The etiology was reported to be possibly related to device or therapy but not related to implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the ins reached normal battery depletion due to life of battery.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2013(B)(6) explanted: 2018-(B)(6) product type lead updated serial number of lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that both the ins and a lead were explanted and replaced on (B)(6) 2018.